Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the alarm was recurring, even though they had replaced their insulin pump. The customer also stated the alarm was resolved with a complete set change. Customer will monitor their insulin pump. The customer's blood glucose was also unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.